Event description:
Boston scientific received information that this right ventricular (rv) lead had high out of range shock impedance measurements. A review of the historical impedance measurements noted that they have been steadily increasing since implant. There was no evidence of loss of capture or oversensing. The threshold measurements were also noted to have increased. The physician feels that the clinical observations are attributed to the patient¿s recent weight gain and not lead fracture. The patient underwent testing which returned normal shock impedance measurements. The patient was discharged home to normal follow ups. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.